Manufacturer narrative:
Concomitant products: product ID: 3058, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator.

Event description:
A patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor reported to a manufacturer representative that she was experiencing pain associated with the ins lead. The patient reported that the nurse practitioner tried to reprogram the device, but this did not solve the pain and that therapy only worked intermittently. The physician removed the lead and replaced it with a new lead. Patient status is unknown at the time of this report and there were no device issues reported.

Manufacturer narrative:
Product ID: 3058, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that they believe the patient followed up with the healthcare professional (hcp) for post-op follow-up, but were not called with any concerns.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.